Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the patient had a dissecting aneurysm in the a2 segment of the anterior cerebral artery, and the treatment plan was pipeline dense mesh stent implantation. The healthcare provider (hcp) used a 6f long sheath to push up to the common carotid artery and a 5f navien intermediate catheter to the ophthalmic artery segment. Hcp pushed the marksman stent catheter over the guidewire and brought it to segment a3. Hcp prepared ped-250-16 stent and hydrated normally. It was recommended that the operator deploy the stent normally. The operator considered the smaller diameter of the blood vessel and inverted the protective sleeve at the tip end of the stent in vitro. When the stent was delivered to the beginning of a1, the surgeon said that the resistance was very great. After multiple attempts, the stent still could not pass through the a1 segment, and the entire system was withdrawn. When trying to deliver the stent outside the body, it was normal. When retrieving, the stent was difficult to retrieve. The same situation persisted after multiple attempts. Then the ped250-18 stent was replaced, and the stent was successfully delivered to the distal end of segment a2 and deployed successfully. The resistance occurred in the distal portion of the catheter. The catheter was continuously flushed with heparanized saline. The pipeline did not become stuck. There was no pushwire damage observed. The pipeline was used for an approved indication. The device and any accessories were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a fusiform, unruptured left anterior communicating artery aneurysm with a max di ameter of 5mm and a 5mm neck diameter. The landing zone was 1.7mm distally and 2.3mm proximally. It was noted the patient's blood vessel tortuosity was normal. Dual antiplatelet therapy (dapt) was administered, pru level was routine. Angiographic result post procedure was unobstructed.

Manufacturer narrative:
Product analysis # (B)(4): as found condition: the pipeline flex and marksman catheter were returned within the inner pouch; inside of a sealed bio-hazard bag and a shipping box. Damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal and proximal ends of the braid were found fully opened and frayed. Bends were found at 29.0cm to 38.2cm from the proximal end of the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, resheathing pad or with the proximal bumper. The catheter tip and marker were examined; no damages were found. The catheter body appeared to be accordioned at 13.5cm to 30.0cm from the distal tip. No flash or voids molded were observed in the hub. No other anomalies were observed. Testing/analysis: the pipeline flex was pushed out from the catheter lumen with difficulty. The catheter total and usable length were measured within specifications. The catheter was flushed with water and found patent. The catheter was then tested by running an in-house 0.0260¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub with no issues; however, resistance was observed at the damaged locations. Conclusion: based on the returned devices, the customer complaint were confirmed as the returned pipeline flex was stuck inside the marksman catheter. From the damages seen on the catheter (accordioning), braid (fraying), pushwire (bending), and hypotube (stretching); it appears there was high force used. It is possibly these damages occurred when the customer attempted to advance/retrieve the pipeline flex through the marksman catheter against resistance. However, the cause of resistance could not be determined. Customer reported that vessel tortuosity was normal and continuous flush with heparinized saline was used during delivery. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.